Manufacturer narrative:
(B)(4). The customer replaced the single board computer (sbc) and the ventilator worked normally. The sbc printed circuit board was returned for investigation and the reported malfunction was confirmed.

Event description:
It was reported that a ventilator was repeatedly running the power on self test (post) and could not go into the normal operation interface. There was no patient involvement.